Manufacturer narrative:
This report is submitted on may 30, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic the patient experienced retention issues at magnet site, subsequently the patient underwent skin flap revision on (B)(6) 2017.